Manufacturer narrative:
Product complaint: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to a basilar artery occlusion, the physician retracted an enterprise2 4mmx30mm intracranial stent (encr403012, 6117570) to adjust the position due to an inaccurate location of a competitor¿s microcatheter (mc). During the process of retracting the stent, the physician could only see the stent positioning marker and could not see the stent markers. After removing the stent from the patient¿s body, the stent body was found not to be attached to the delivery wire. A new stent and microcatheter were switched to complete the procedure.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to a basilar artery occlusion, the physician retracted an enterprise2 4mmx30mm intracranial stent (encr403012/6117570) to adjust the position due to an inaccurate location of a competitor¿s microcatheter (mc). During the process of retracting the stent, the physician could only see the stent positioning marker and could not see the stent markers. After removing the stent from the patient¿s body, the stent body was found not to be attached to the delivery wire. A new stent and microcatheter were switched to complete the procedure. On 31-mar-2023, additional event information was received, indicating that complaint stent did become prematurely detached in the microcatheter. There was no severe vascular tortuosity at the target site. There was resistance felt within the microcatheter; the concomitant microcatheter was a medtronic microcatheter. There was no clinically significant delay in the procedure as a result of the reported issue. A non-sterile enterprise2 4mmx30mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the stent component was returned for evaluation. The stent component was inspected under microscope, and it was confirmed to be in good condition, there was no structural damage (i.e. No broken struts, no kinks). The issue documented that the stent became prematurely detached in the microcatheter was confirmed based on the returned stent condition. The complaint detailed that resistance was felt within the microcatheter; it is possible that an adequate flush had not been done; without an adequate flush, issues such as resistance between the stent and the microcatheter can arise, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. Other factors not described within the information provided may have contributed to the issue encountered. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received from the cerenovus sales representative on 31-mar-2023. [Additional information]: on 31-mar-2023, responses were received from the cenovus sales representative via phone. The information indicated the patient is a 46-year-old male, 68 kg, 172 cm tall with no history of allergy. The complaint stent did become prematurely detached in the microcatheter. There was no severe vascular tortuosity at the target site. There was resistance felt within the microcatheter; the concomitant microcatheter was a medtronic microcatheter. There was no clinically significant delay in the procedure as a result of the reported issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.